Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was implanted to treat a biliary stenosis in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when they began introducing the guidewire into the operating channel, the physician lost the bile duct guide wire. As a result, the physician attempted to remove the stent from the operating channel by pulling it upward. However, the stent broke into half at the biopsy valve. Reportedly, no stent was left inside the patient. The procedure was completed with another advanix pancreatic stent. There was no patient complication reported as a result of this event. Note: it was reported that the guidewire was in the pancreatic duct during deployment. However, the advanix pancreatic stent instructions for use (IFU) states that, "to fully deploy the stent, unlock the guidewire from the boston scientific rx locking device, and completely retract the guidewire into pusher". However, this step was not followed by the user. No further information has been obtained despite good faith efforts. Additional information received on december 20, 2024: it was reported that during the procedure, the physician could no longer locate the guidewire in the duodenum. Consequently, the pancreatic stent, along with the guidewire, was removed from the patient.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break. H11: an advanix pancreatic stent were received for analysis. Visual examination of the returned device found the stent detached. No other damages were identified on the device. Product analysis confirmed the reported event of stent detached, and the investigation concluded that when they began introducing the guidewire into the operating channel, the physician lost the bile duct guide wire. As a result, the physician attempted to remove the stent from the operating channel by pulling it upward. However, the stent broke into half at the biopsy valve". It most likely, procedural factors could have affected the overall performance of the device. Therefore, the most probable root cause is adverse event related to the procedure. A labeling review was performed as per instructions for use (IFU) and it was found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. As per IFU states: "to fully deploy the stent, unlock the guidewire from the boston scientific rx locking device, and completely retract the guidewire into pusher"; however, this step wasn't followed by the user.

Manufacturer narrative:
Blocks b5 have been updated with the additional information received on december 20, 2024. Block h6: imdrf device code a0401 captures the reportable event of stent break.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was implanted to treat a biliary stenosis in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when they began introducing the guidewire into the operating channel, the physician lost the bile duct guide wire. As a result, the physician attempted to remove the stent from the operating channel by pulling it upward. However, the stent broke into half at the biopsy valve. Reportedly, no stent was left inside the patient. The procedure was completed with another advanix pancreatic stent. There was no patient complication reported as a result of this event. Note: it was reported that the guidewire was in the pancreatic duct during deployment. However, the advanix pancreatic stent instructions for use (IFU) states that, " to fully deploy the stent, unlock the guidewire from the boston scientific rx locking device, and completely retract the guidewire into pusher". However, this step was not followed by the user. No further information has been obtained despite good faith efforts. ***additional information received on december 20, 2024**** it was reported that during the procedure, the physician could no longer locate the guidewire in the duodenum. Consequently, the pancreatic stent, along with the guidewire, was removed from the patient.

Manufacturer narrative:
Block h6:imdrf device code a0401 captures the reportable event of stent break.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was implanted to treat a biliary stenosis in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6),2024. During the procedure, when they began introducing the guidewire into the operating channel, the physician lost the bile duct guide wire. As a result, the physician attempted to remove the stent from the operating channel by pulling it upward. However, the stent broke into half at the biopsy valve. Reportedly, no stent was left inside the patient. The procedure was completed with another advanix pancreatic stent. There was no patient complication reported as a result of this event. Note: it was reported that the guidewire was in the pancreatic duct during deployment. However, the advanix pancreatic stent instructions for use (IFU) states that, " to fully deploy the stent, unlock the guidewire from the boston scientific rx locking device, and completely retract the guidewire into pusher". However, this step was not followed by the user. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Blocks b5 have been updated with the additional information received on december 20, 2024. Block h6: imdrf device code a0401 captures the reportable event of stent break. H11: an advanix pancreatic stent were received for analysis. Visual examination of the returned device found the stent detached. No other damages were identified on the device. Product analysis confirmed the reported event of stent detached, and the investigation concluded that when they began introducing the guidewire into the operating channel, the physician lost the bile duct guide wire. As a result, the physician attempted to remove the stent from the operating channel by pulling it upward. However, the stent broke into half at the biopsy valve". Therefore, a review and analysis of all available information indicated the most probable cause is cause not established. A labeling review was performed as per instructions for use (IFU) and it was found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. As per IFU states: "to fully deploy the stent, unlock the guidewire from the boston scientific rx locking device, and completely retract the guidewire into pusher", however, this step wasn't followed by the user.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was implanted to treat a biliary stenosis in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when they began introducing the guidewire into the operating channel, the physician lost the bile duct guide wire. As a result, the physician attempted to remove the stent from the operating channel by pulling it upward. However, the stent broke into half at the biopsy valve. Reportedly, no stent was left inside the patient. The procedure was completed with another advanix pancreatic stent. There was no patient complication reported as a result of this event. Note: it was reported that the guidewire was in the pancreatic duct during deployment. However, the advanix pancreatic stent instructions for use (IFU) states that, " to fully deploy the stent, unlock the guidewire from the boston scientific rx locking device, and completely retract the guidewire into pusher". However, this step was not followed by the user. No further information has been obtained despite good faith efforts. ***additional information received on december 20, 2024**** it was reported that during the procedure, the physician could no longer locate the guidewire in the duodenum. Consequently, the pancreatic stent, along with the guidewire, was removed from the patient.